Manufacturer narrative:
The manufacturer reviewed the information provided by the patient regarding redness and seepage at the distal pin site. Based on the information available, the patient was prescribed antibiotics by a healthcare provider and reported improvement in symptoms following initiation of treatment. No device malfunction, breakage, or deficiency has been identified or reported at this time. The device remains in use, and no device removal, revision, or surgical intervention has been required. The reported event is a known potential complication associated with percutaneous pin use. The manufacturer is continuing to monitor for additional information and will submit a supplemental report if new or significant information becomes available.

Event description:
On (B)(6) 2026, a patient contacted the manufacturer to request supplies and reported that she had been evaluated by a physician assistant on (B)(6) 2026. At that visit, redness was observed at the distal pin site on the ring finger. The patient reported that she was prescribed cephalexin 500 mg and instructed to monitor for signs of infection. The patient also reported experiencing seepage at the pin site. On (B)(6) 2026, the patient reported increased seepage and confirmed initiation of the prescribed antibiotic therapy. The patient later reported that she was evaluated by her physician approximately two days later during a scheduled follow-up visit. At that time, the patient reported improvement in her condition, with measurement improving from 85degrees to 65degrees. The physician advised the patient to continue the current course of treatment. At the time of this report, no device malfunction, device breakage, or device deficiency has been confirmed. The device remains in use, and no device removal or surgical intervention has been reported.